Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited failure to capture. Additionally, the far p wave oversensing was noted on the rv lead. Diagnostic imaging was performed, noting that the ra and rv leads had become dislodged along with migration of the implantable cardioverter defibrillator (ICD) due to twiddler¿s syndrome. On (B)(6) 2025, the physician capped/replaced the rv lead and repositioned the ICD. Additionally, the physician explanted and replaced the ra lead. The patient condition was stable.

Manufacturer narrative:
Section b5. "On (B)(6) 2025, the ICD was explanted and replaced as well" should not have been included.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler syndrome. Far p wave oversensing and failure to capture. As received, a partial lead (only connector portion) was returned in one piece. Unable to perform helix mechanism and extension length test due to the helix portion of the lead not returned for analysis. The reported events of far p wave oversensing and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited failure to capture. Additionally, the far p wave oversensing was noted on the rv lead. Diagnostic imaging was performed, noting that the ra and rv leads had become dislodged along with migration of the implantable cardioverter defibrillator (ICD) due to twiddler¿s syndrome. On (B)(6) 2025, the physician capped/replaced the rv lead and repositioned the ICD. Additionally, the physician explanted and replaced the ra lead. On (B)(6) 2025, the ICD was explanted and replaced as well. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.